Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a large amount of smoke in the dissecting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. A visual inspection was conducted. Signs of charred tissue buildup was observed at the jaws. Signs of blood was observed on the harvesting tool handle. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply at level 3.0. The device did not pass the pre-cautery test; it produced visible thick steam and heat during ten (10) 3-second activations. Smoke and/or steam which could be considered excessive were observed during the testing. The device shuts off when the toggle was released. The jaws were gently cleaned of debris and char with a saline and gauze pad per the IFU and the precautery test repeated. No smoke and/or steam which could be considered excessive was observed. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the condition of the device as returned and the results of the investigation, the reported complaint failure "environmental particulate; excessive smoke" was not confirmed. (B)(4). The hp2 device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. A visual inspection was conducted. Signs of charred tissue buildup was observed at the jaws. Signs of blood was observed on the harvesting tool handle. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device did not pass the pre-cautery test; it produced visible thick steam and heat during ten (10) 3-second activations. Smoke and/or steam which could be considered excessive were observed during the testing. The device shuts off when the toggle was released. The jaws were gently cleaned of debris and char with a saline and gauze pad per the IFU and the precautery test repeated. No smoke and/or steam which could be considered excessive was observed. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the condition of the device as returned and the results of the investigation, the reported complaint failure "environmental particulate; excessive smoke" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a large amount of smoke in the dissecting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.